Event description:
Police officers responded to a cardiac arrest call, fire department personnel were already on scene and had their AED attached to the patient. The fire department's device indicated motion detected and use of device was inhibited. The police department AED was attached to the patient using the same defibrillation electrodes. Reportedly, when the device analyzed the patient's rhythm, the device indicated motion and use of the device was inihibited. Further investigation determined the patient had an active internal pacemaker. The patient was transported to a local hospital, resuscitation efforts were continued for an additional 30 minutes. The patient was not resuscitated. The patient's outcome was not a result of device operation. The patient had been down for an unknown period of time.